Event description:
The customer tested blood glucose and received a result of 207mg/dl in the morning and took insulin at 9:00. At 1:30 the customer sat down on the bed and woke up at 4:30 when a friend called. They felt out of it and lost their memory. They drank orange juice. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.